Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found no significant anomaly, battery normal end of life, telemetry and output okay. Update: based on analysis findings, fdd (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a possible early elective replacement indicator (eri) on a consumer¿s implantable neurostimulator (ins), which occurred during normal use. It was noted that approximately 2.5 years after implantation, the ins was at battery low (eri) and early battery depletion was alleged. The device was used at 5.2 v output over the years, stimulation impedance on electrode configuration 0- to 1+ was around 500 ohms, and the device was turned on the day times and turned off in the nights. It was noted that other confirmations were tested to achieve lower output possibilities. Electrode 3- to 2+ lead to sufficient sensory effect at 2.3 v with around 1000 ohms stimulation impedance. Electrode impedance measurements were inconspicuous. Interventions/actions were noted as device replacement and a more sufficient programming was discussed at the moment. The issue was not resolved at the time of the report. It was noted that program ii was made available, as program I was the previous and only one available in the past. Additional information received on 2017-aug-04 indicated the replacement was performed today and the procedure was reported without complication and a new ins was implanted also left sided. The explanted device was reported still interrogatable with battery low and there was no lack of therapy delivery to the patient. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.